Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 210 mg/dl on their blood glucose meter. The consumer immediately performed an additional three tests using the same meter and strips getting the following results of 136 mg/dl, 187 mg/dl, and 154 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.